Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer content was deleted and experience device not detected on bus error. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had multiple cubies read and write errors. A field service engineer (fse) replaced the drawer control board. To recover the previously failed cubies, the cubies were ejected and reloaded. The fse assisted the customer in reloading the cubies. The drawer was tested using the hardware testing application and passed all tests. Inventory counting was successful, and all cubies were fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer content was deleted and experience device not detected on bus error. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.